Event description:
Customer reported receiving a high reading from their adc freestyle libre sensor customer reported a high reading of 28 mmol/l which was higher than a lab reading of 8 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor, no issues were observed. Data was extracted using approved software, sensor was found to be in sensor state 6 (indicating abnormal termination). The senor plug was properly seated in the mount. The investigation observed an additional product issue. Extended investigation was also performed on the returned sensor. Contamination on the pcba (printed circuit board assembly) was observed. Sensor was reprogrammed and linearity testing was within specification. Therefore, it has been determined that no malfunction or product deficiency was identified that would contribute to the reported high readings of the sensor scan. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a high reading from their adc freestyle libre sensor customer reported a high reading of 28 mmol/l which was higher than a lab reading of 8 mmol/l. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.